Manufacturer narrative:
E1: patient city : (B)(6). Patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. Patient reported that he had infected infusion site. The patient mother treated with warm compress and topical antibiotic cream at home but did not resolve. The patient was taken to urgent care and got a prescription of oral antibiotics for seven days to treat cellulitis at old infusion site. No further information available.